Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient's pacemaker was explanted on (B)(6) 2020 due to an unspecified pacer malfunction. There were no reported patient symptoms as a result of the anomaly.